Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported being dissatisfied with vacuum during phacoemulsification. The system was shut down and re-primed with a new cassette and handpiece. There is no know patient impact. Additional information has been requested but none received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer indicating the event was related to the surgeons technique. There was no patient harm. A company representative visited the hospital and retrained the surgeon. There have been no further issues reported.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative attended four procedures, (involving stage 2 cataracts) and observed no problems with the system. It was discussed with the customer, how settings can be changed to accommodate for different surgical circumstances. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 1, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).